Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist dialed into the server and enabled the required transport layer security protocols on the application server, rebooted the system, and restarted the services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server all pyxis station was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.